Event description:
A malfunction alarm was reported due to the display of malfunction code 12 on the customer's device. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump, so technical support provided pump reset instructions and assisted with the reset process. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. Technical support advised the customer to report if the issue reoccurred, and the customer acknowledged the guidance.